Manufacturer narrative:
On 11-jul-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31587113m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-aug-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a avnrt (atrioventricular nodal reentrant tachycardia) with a thermocool® smart touch¿ electrophysiology catheter and there was ECG (electrocardiogram) signal loss. The signal loss occurred on the ic (intracardiac) and bs (body surface) channels, resulting in the physician having no means to monitor heart rhythm. During the signal loss, the affected catheter was inside of the patient's body. This was not the first use of the bs ECG cable. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed corrosion on the connector pins of the device. Device was dissected and no corrosion was found on printed circuit board (pcb). Additionally, resistance was measured from electrical pcb and no issues were found. An irrigation test was performed however, no water leakage that could have contributed to the corrosion was observed during the analysis. A manufacturing record evaluation was performed for the finished device lot number 31587113m and no internal action related to the complaint was found during the review. The corrosion observed in the connector could be related to the noise issue reported by the customer; therefore, the noise issue reported by the customer was confirmed. The potential cause of corrosion on the connector could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG (electrocardiogram) noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a avnrt (atrioventricular nodal reentrant tachycardia) with a thermocool® smart touch¿ electrophysiology catheter and there was ECG (electrocardiogram) signal loss. The signal loss occurred on the ic (intracardiac) and bs (body surface) channels, resulting in the physician having no means to monitor heart rhythm. During the signal loss, the affected catheter was inside of the patient's body. This was not the first use of the bs ECG cable. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).